Event description:
It has ruined my quality of life. I suffer pain from sexual intercourse all the time, back pain, lower pelvic pain, spotting before my periods and worse periods. It's horrible. I would never recommend this to anyone. All my problems began after the insertion of essure.